Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop due to the motor stop button being accidentally pressed. The log files also confirmed low flow alarms that were reportedly due to hemodynamic instability after implant which reportedly resolved as the patient was hemodynamically stabilized. A direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Sustained and transient low flow alarms were captured on (B)(6) 2022, and several changes to the stored patient speed were made. In the early morning of (B)(6) 2022, the motor stop button on the system monitor was pressed for approximately 2 seconds before being released. The pump stopped while the motor stop button was pressed and then continued operation at the set speed once the button was released. The pump otherwise operated at the set speed without issue. The low flow alarms decreased in frequency through the log files. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient was implanted with heartmate 3 lvas, serial number (B)(6), on (B)(6) 2022. The patient experienced low flow alarms due to hemodynamic instability as the alarms were the same day as the implant operation. The low flow alarms resolved once the patient was hemodynamically stabilized. It was noted that the nurse accidentally touched the motor stop button while attempting to adjust the pump speed. The patient was hospitalized in the cardiovascular intensive care unit post-operation. The patient experienced acute right ventricular failure requiring right ventricular assist device (rvad) placement on (B)(6) 2022. It was noted that the patient had right heart failure prior to lvas implant with a previous right heart catheterization demonstrating pulmonary hypertension and elevated right sided filling pressures. The patient experienced ventricular tachycardia (vt) with implantable cardioverter defibrillator (ICD) shocks on (B)(6) 2022. The patient experienced pulmonary hemorrhage on (B)(6) 2022, and an oxygenator was added to the rvad. The patient was extubated on (B)(6) 2022 but then reintubated on (B)(6) 2022 status post removal of fluid from the thoracic cavity. Additional vt episodes with ICD shocks occurred on (B)(6) 2022 and (B)(6) 2022. The patient received vt ablation and tracheostomy. It was noted that the patient had a pre-lvas history of premature ventricular contractions (pvc's) with a previously implanted bi-ventricular ICD and antiarrhythmic medication regimen. Extracorporeal membrane oxygenation (ECMO) was capped on (B)(6) 2022, and rvad was removed (B)(6) 2022. An esophagogastroduodenoscopy was performed on (B)(6) 2022, and the patient experienced gastrointestinal bleeding on (B)(6) 2022. The patient experienced acute lactic acidosis with suspected origin of acute abdomen, and an exploratory laparotomy was performed on (B)(6) 2022. Broad coverage antibiotics were started. A liver biopsy was performed on (B)(6) 2022 which was unable to exclude liver injury. The decision was made to place the patient on hospice care, and the patient expired due to multi-organ failure on (B)(6) 2022. The device reportedly operated as expected, and the patient's outcome was not considered to be device related. It was reported that the pump was not explanted for evaluation. The device reportedly operated as expected, and the patient's outcome was not considered to be device related. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 4 ¿system monitor¿ states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 4 also explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm. Section 7 ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multi organ failure. The patient had past medical history of ischemic cardiomyopathy status post coronary artery bypass graft (CABG) in 2007, chronic systolic end stage heart failure, inotrope dependent, biventricular ICD, essential hypertension, diabetes mellitus type 2, peripheral arterial disease (pad), dyslipidemia, and presented for left ventricle assist device (lvad) implantation as destination therapy. The patient had post-op acute right ventricle (rv) failure, requiring right ventricular assist device (rvad) on (B)(6) 2022. They had ventricular tachycardia (vt) with shocks on (B)(6) 2022, status post bronchi with hemorrhage, status post oxygenator added to rvad. On (B)(6) 2022, the patient was extubated. On (B)(6) 2022, they were reintubated, status post left thoracentesis 650ml. From (B)(6) 2023 to (B)(6) 2022, there were many episodes of vt with ICD shocks. Vt ablation and trach occurred on (B)(6) 2022. Extracorporeal membrane oxygenation (ECMO) was capped (B)(6) 2022. Rvad was removed (B)(6) 2022. Status post esophagogastroduodenoscopy (egd) on (B)(6) 2022. Gastrointestinal (gi) bleed happened on (B)(6) 2022. Status post, they experienced acute lactic acidosis, which believed to be due to acute abdomen. Status post, extralevator abdominoperineal excision (elap) was done on (B)(6) 2022. Broad coverage antibiotics was started. The patient underwent liver biopsy on (B)(6) 2022, pending final pathology. The liver biopsy stated: the sample is composed of minute fragments of hepatic parenchyma with only a few portal tracts identified. The identified portal tracts do not show significant inflammation. There are portal bile ducts identified, but they show some reactive changes and injury cannot be excluded. There is prominent intracanalicular cholestasis, without clear zonal predilection. The received trichrome stain appears to show pericellular fibrosis, but further evaluation is precluded. The received pas-d stain does not show alpha-1 antitrypsin globules. The received iron stain shows prominent kupffer cell iron deposition. Family decided to withdraw care. The death was not considered to be device related. There were no issues with the device function and operated as expected. The device was not explanted and will not be sent back for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.